Manufacturer narrative:
Product analysis #707242608: ¿ equipment used: video inspection system (m-78210), ruler (m-83361) ¿ as found condition: the pipeline vantage shield embolization device was returned for analysis withing shipping box; and within a plastic bio-pouch. The pipeline vantage shield device was retunred within introducer sheath. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal ends of pipeline vantage shield braid were found fully opened and no damage. No other anomalies were observed. ¿ testing/analysis: the pipeline vantage shield device was pushed out from introducer sheath without any issue. ¿ conclusion: based on the analysis findings, the pipeline vantage shield was not confirmed to have braid twisted as no defect was found with pipeline vantage shield device. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E.) Unable to provide healthcare professional information due to privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure for an unruptured saccular ophthalmic aneurysm with a maximum diameter of 10mm and a neck diameter of 5mm, a twist was observed in the proximal part of the pipeline vantage device. The device was still covered by the phenom 27 microcatheter at the time. Due to concerns about the twist, the decision was made to remove the device. Dual antiplatelet treatment (dapt) was administered. The procedure continued with another pipeline vantage, which resulted in a perfect angiographic outcome. Moderate vessel tortuosity was noted, and the distal and proximal landing zones measured 3.5mm and 4mm, respectively. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.